Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: unknown); product type: delivery catheter system (dcs) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre implant balloon dilatation was performed using a 20 mm non-medtronic (vacs ii) balloon. The initial positioning of the valve was slightly low, therefore the valve was recaptured and repositioned. The valve was fully released under rapid pacing. After final release, severe paravalvular leak (pvl) was reported on fluoroscopy. The team initially elected to post dilate the valve using a 24 mm balloon. After performing a transesophageal echocardiogram (tee), the pvl persisted, therefore a larger, 26 mm balloon was used. Despite this, the severe pvl continued. The team elected to implant a non-medtronic valve, valve in valve. The second valve successfully resolved the severe pvl. No additional adverse patient effects were reported.

Event description:
Additional information was received that during the valve implant, during the final release of the valve, the valve dislodged toward the left ventricular outflow tract (lvot). The cause of the dislodgement was unknown.

Manufacturer narrative:
Updated data: b5 h2 h6 image review: fluoroscopic images, cine loops and patient summary report extracts of the case-planning, pre balloon dilatation and implant procedure were provided for review of the event. The summary report shows that by choosing an evolut fx 34 mm, the correct valve size was selected based on medtronic¿s sizing recomm endations. The report also suggests an irregularly shaped, challenging anatomy of the patient¿s native aortic valve annulus and left ventricular outflow tract (lvot). Another image showed the first deployment attempt with a fully expanded evolut frame that sits too deep. After a valve recapture, the valve is fully deployed but when checking the valve¿s sealing, a more than mild pvl can be. The next image unfortunately also revealed that the valve¿s final implant depth is too deep, both on the non-coronary cusp (ncc) and left coronary cusp (lcc) side. The next image appeared to show that the selected 26 mm post-balloon dilatation diameter may not have been large enough to achieve sufficient valve expansion to resolve the paravalvular leak (pvl). Afterwards, the implantation of a non-medtronic valve resulted in removing the remaining pvl. Prosthetic valve dysfunction is listed in the evolut¿s instructions for use (IFU) in the potential adverse events section: prosthetic valve dysfunction (regurgitation or stenosis) due to fracture; bending (out-of-round configuration) of the valve frame; under-expansion of the valve frame; calcification; pannus; leaflet wear, tear, prolapse, or retraction; poor valve coaptation; suture breaks or disruption; leaks; mal-sizing (prosthesis-patient mismatch); malposition (either too high or too low)/malplacement. With the information provided, the evolut-fx valve being implanted too deep (malposition) in combination with a very irregularly shaped annulus/lvot, can be seen as the likely root cause of the =mild residual pvl after the implant. While a post-bav with a balloon diameter larger than 26 mm might have succeeded to resolve the residual pvl, it is not recommended by the IFU because of it¿s potential danger to overexpand the valve¿s waist and cause damage to the leaflets. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.